Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer was failed and required maintenance. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer discovered that the drawers did not have any lights on the module or drawer controllers. The fse replaced the module controller and connected 2.1. The module controller failed due to the drawer controller, prompting the replacement of the module controller once more, along with the drawer controller and retractor band simultaneously, and it booted up without any issues. The engineer tested drawers 2.1 and 2.2 using the final test in the hardware test application, and the test was successful. The system functioned as intended after the field service engineer repaired the device.